Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off during activation which caused needlestick injury and blood exposure. Post exposure testing was provided for the employee and the source. Customer also indicated that medical was provided to the employee but did not specify the type of intervention. Follow-up attempts have been made, but no additional information has been provided at this time.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off during activation which caused needlestick injury and blood exposure. Post exposure testing was provided for the employee and the source. Customer also indicated that medical was provided to the employee but did not specify the type of intervention. Follow-up attempts have been made, but no additional information has been provided at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 11-mar-2024 h.6 investigation summary material #: 368608 lot/batch #: 3311462 bd received 6 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, the customer samples along with 20 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.